Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer stated that she was hospitalized in (B)(6) due to diabetic ketoacidosis. The customer stated that she had symptoms such as vomiting. The customer was treated for high blood glucose readings with IV insulin.